Event description:
It was reported the patient has had decreased efficacy of stimulation over the years and does not prefer paresthesia. In turn, surgical intervention was undertaken wherein the patient¿s scs ipg was explanted and replaced with a new ipg on (B)(6) 2018 to access burst therapy. Patient had good coverage postoperatively.